Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no pacing when required. The lead was surgically abandoned and a new rv lead implanted without issue. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.